Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that system does not deliver x-rays. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, fse checked the image disk. The philips engineer recreated the disk image. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not deliver x-rays . The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) recreated the disk image which returned the device to use in good working order.